Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis showed that the glass cap bevel edge and metal cap were not aligned. The glass cap was found to rotate independently of metal cap. The glass cap exhibited severe devitrification at output window and the metal cap exhibited severe charred detritus adhesion on surface and slight melting on output window. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aiming beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. Based on the device analysis, the alleged "fiber fired forward during the procedure" could not be confirmed. Based on the observed glue failure, an evaluation conclusion code of design unintended use error caused or contributed was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted fiber glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the fiber fired forward during the procedure. A second fiber was used to complete the procedure with no clinical consequence to the patient.

Event description:
It was reported that the fiber fired forward during the procedure. A second fiber was used to complete the procedure with no clinical consequence to the patient.